Manufacturer narrative:
One heal collar 3.5x3.5, 5mm (hc335) was returned for investigation. Visual inspection of the as returned product identified some wear from use about the healing collar body, threads, and drive feature. Functional testing was performed for the returned product and it was determined the returned healing collar functioned as intended when seated in a mating implant drive feature a device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The reported implant is not the correct size for the healing collar returned for this complaint. There was no device malfunction found with the healing collar. The event was confirmed due to incorrect implant size being utilized with the healing collar. Root cause is user error. The following sections have been updated: d4: (B)(4).

Event description:
No further event information available at the time of this report

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided, event date not provided, reporter's first name and email not provided. Device not returned.

Event description:
It was reported that the healing abutment would not seat due to damaged threads.